Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the device was inflated and a pinhole was found on the proximal shoulder of the balloon. Additionally, a drop of liquid appeared in the distal tip of the device, meaning there was an interlumen leak between the balloon lumen and guidewire lumen. It is possible that the procedural factors encountered during the procedure, the technique used by the physician, the amount of strength applied to the device during the movement, the interaction between the balloon and the scope, and/or the manner as the device was handled and manipulated by the customer when it was being used could have caused the damages found on the device. This failure is likely due to factors encountered during the procedure and/or the interaction with the scope that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the esophagus performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.